Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('it has been a year since removing my tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), ear infection ("spike in ear infections"), sinusitis ("sinus infection"), pharyngitis streptococcal ("strep throat") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, endometriosis, ear infection, sinusitis, pharyngitis streptococcal and ovarian cyst outcome was unknown. The reporter considered ear infection, endometriosis, medical device removal, ovarian cyst, pharyngitis streptococcal and sinusitis to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media: ear infection, endometriosis, medical device removal, ovarian cyst, pharyngitis streptococcal and sinusitis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included peritoneal cyst and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), ear infection ("spike in ear infections"), sinusitis ("sinus infection"), pharyngitis streptococcal ("strep throat") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (surgery to remove essure/ bilateral salpingectomy, and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometriosis, ear infection, sinusitis, pharyngitis streptococcal and ovarian cyst outcome was unknown. The reporter considered ear infection, endometriosis, ovarian cyst, pelvic pain, pharyngitis streptococcal and sinusitis to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media : ear infection, endometriosis, medical device removal, ovarian cyst, pharyngitis streptococcal and sinusitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometriosis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: mr received. Reporter information, patient's medical history, lab data and auto narrative supplement were added. Event "it has been a year since removing my tubes" was updated to "chronic pelvic pain". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('it has been a year since removing my tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), ear infection ("spike in ear infections"), sinusitis ("sinus infection"), pharyngitis streptococcal ("strep throat") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, endometriosis, ear infection, sinusitis, pharyngitis streptococcal and ovarian cyst outcome was unknown. The reporter considered ear infection, endometriosis, medical device removal, ovarian cyst, pharyngitis streptococcal and sinusitis to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media : ear infection, endometriosis, medical device removal, ovarian cyst, pharyngitis streptococcal and sinusitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.